Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was in storage mode. The device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
It was reported that the device was retained by the hospital. Should additional information become available, this report will be updated.